Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and myocardial infarction and was referred for cardiac catheterization. Subsequently, coronary angiography was performed. Target lesion # 1 was a de novo lesion located in the distal right coronary artery (rca) with 100% stenosis and was 15mm long with a reference vessel diameter of 3.0mm and was treated with pre-dilatation and placement of a 3.00x16mm promus element¿ plus stent. Following post dilatation, with 0% residual stenosis and timi 3 flow. Target lesion #2 was a de novo lesion located in the proximal left anterior descending (lad) with 95% stenosis and was 15mm long with a reference vessel diameter of 3.5mm and was treated with pre-dilatation and placement of a 3.50x16mm promus element¿ plus stent. Following post dilatation, with 0% residual stenosis and timi 3 flow. Two days post procedure, the patient was discharged on aspirin. In (B)(6) 2017, the patient was presented to emergency department with the complaints of chest pain, chest pressure. The patient had mild shortness of breath and diaphoresis and was hospitalized on the same day. The patient's cardiac enzymes were noted to be elevated and the site as reported an event of acute st segment elevation myocardial infarction. Subsequently, the patient was referred for cardiac catheterization. The 95% stenosis located in proximal lad was treated with balloon angioplasty and placement of 3.5 x 16mm bare metal rebel stent into the proximal segment of previously deployed study stent. Post-procedure course was uncomplicated. Two days post procedure, the event was considered as resolved and the patient was discharged from the hospital in a stable condition.